Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital scheduled the primary surgery via tha on (B)(6) 2020. Before the surgery, when the device was delivered the hospital on (B)(6) 2020, the nurse checked devices and found that the t-handle (p/n: 200142000) could not be connected to the remover (p/n: 212500600) and other hudson devices. There was no harm to the patient. No further information is available.